Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 the customer requested a part order for an ac power module. There was no report or allegation of a malfunction. On (B)(6) 2014 the customer reported the ac power module did not charge the batteries during operational check. There was no patient involvement.